Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the printed circuit boards, verified the power voltage, inspected the lemo connector and the interconnect cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system displayed an x-ray disabled error message. No patient injury was reported.